Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The ceramic at the electrode broke. The surgeon does not know whether all parts could be removed from the thumb. One part he found and this is sent for analysis. Pls. Note that the surgeon is a ¿difficult personality¿ and was very angry with the sales rep and was demanding things which were inappropriate. Further, this surgeon has resterilised electrodes in the past although he claimed that the electrode in question was not re-used. Can you please check this carefully. The surgeon also claimed that he did not touch any other material within the thumb when using the electrode. The following additional information was received via e-mail from the affiliate on 11-3-15: it is unknown how the procedure was ended. The following additional information was received via e-mail from the affiliate on 11-9-15: please note the surgeon informed today via phone that he took a x-ray of the thumb and found another piece of the electrode on the x-ray. So it seems that a part of the electrode was left in the thumb. The surgeon is not willing to share the picture ¿ as stated before he has a difficult personality. The surgery was on the thumb saddle joint.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals proximal end of the shaft is bent. Under magnification it was observed that the distal tip of the electrode that the active tip is bent and the ceramic is broken off. A possible root cause is that excessive lateral force was applied to the electrode causing this damage. This complaint can be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dis-similar complaint for this lot of 199 devices that were released to distribution in december of 2014. Other than this possibility, we cannot discern a root cause for this failure. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.